Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed and the bending angle in the up direction did not meet standard value due to wear of the angle wire. In addition, evaluation found the play of the angle knob was out of standard value due to wear of the angle wire, the bending section cover adhesive was chipped, cracked and had a white clouded area, water removal ability did not meet standard value due to clogging of the nozzle, the adhesive around the objective and light guide lenses had white clouded areas, the scope cover was dented, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the angulation of the evis lucera elite colonovideoscope was reduced. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged was foreign material. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (updated h6/h10) and information received from diligence attempts (updated b3/b5/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not removed from the nozzle, resulting in the clog, because reprocessing was not performed in accordance with instruction for use (IFU). The cause for the foreign material entering the nozzle could not be specified and the nozzle was not reported to have been deformed. The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known and as a result it is possible the scope was used for a procedure with foreign material attached. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. The air/water nozzle was flushed with water and air. Manual cleaning information- the accessories used for reprocessing were noted as abnormal but no further details were provided. The scope was submerged in a detergent solution. The air/water nozzle was wiped or brushed with a clean lint-free cloth, brush, or sponge. The air/water nozzle was flushed with detergent solution. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported event occurred when the device was angled during a polypectomy procedure. The procedure was completed using the same device and there was no delay in treatment. Additional anesthesia was not needed.